Event description:
The device read 778mg/dl. The result was found in the device memory. No adverse event reported and not treatment received based on the result. The reading range of the device is 10mg/dl to 600mg/dl. Requested return of suspect deivce and replacement was sent.